Manufacturer narrative:
Continuation of d10: product ID: 97745nt ,lot# serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that ever since the last time they changed the programs on the implanted neurostimulator when he tries to connect with the controller w/o cords attached it will come back as no device found even when ins is fully charged. Patient stated when he tries to connect to charge the controller it can't find the device as well. Patient stated he talked to a manufacturer representative (rep) about this before he called patient services (pss) today, patient stated the representative said she would meet him to make sure everything was paired up and corrected. Patient reported seeing no device found since about 2 weeks ago patient stated in the last couple of days he is not able to connect with or without the recharger connected to the controller. Patient service specialist had patient remove the li battery pack to collect controller. The patient tried to connect without the recharger (rtm) cord connected and pt reported seeing no device found try to reposition the recharger. Patient connected the rtm cord he was able to get connected to the ins - the ins is 90% and the controller is 100% . A rep lacement controller was sent out. No symptoms were reported.  Additional information was received from a manufacturer representative (rep). It was reported that the pt received a replacement pt controller . Rep reports the pt is having difficulty with distance telemetry and the rep reports she also had trouble with distance telemetry while using the tablet. Rep was not with the pt and it was unclear what the issues really are. Rep will call technical services (ts) when she is with the pt. Additional information was received from a manufacturer representative (rep). Rep indicated that pt received a replacement rtm and controller recently within last week or so. But patient is still having connection issues with recharging. They are able to charge the ins via the passive recharge function. Rep also noted that she had difficulty staying connected with distal telemetry via tablet. Communicator needed to be very close to stay connected. They tried another rtm, resetting the controller but nothing seemed to improve. Rep stated they were able to palpate ins. Pt mentioned maybe gaining no more than 5 lbs so that shouldn't be an issue. Rep stated issue started about 4-6 wks ago. Ts asked to get any reports from tablet and may need to meet with pt to get mdt file. Ts will discuss with scs sme to discuss next steps. Close case. Caller was following up on case as patient is still having issues with recharger showing "no device found" and being forced to charge in passive mode to reach normal recharging screen, controller only sporad ically connects to ins and tablet connects to ins but caller has to keep communicator within 6 inches of ins to stay connected. Tss reviewed sending in log files and meeting with patient again to obtain mdt file. Tss sent email with log retrieval information but noted they can also call in when they are with the patient to generate mdt file. Tss escalated case to principal scs tss. Caller reports she wanted to know which reports to obtain. Provided caller with the case number. Reviewed with caller she needs to obtain mdt file, session reports, and log files. Assessed caller in how to compile the mdt file. Transfer caller to healthcare it to transfer data files. Mdt rep. Was transferred back over to ts to reviewed next steps after log file retrieval. Tss reviewed next steps. Mdt rep. Said the controller could connect intermittently with the ins and pt could access passive recharge mode. Tss reviewed passive recharge mode function and expectations for charging ins. Log file revealed electrode 5, 6, 7, 12, 13 are out of range for impedance check. Additional information received from a manufacturer representative (rep): it was unknown the cause of impedance out of range. Patient was reprogrammed and getting good coverage since.

Event description:
Patient weight obtained.

Manufacturer narrative:
Continuation of d10: product ID 97745nt , lot# serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that ever since the last time they changed the programs on the implanted neurostimulator when he tries to connect with the controller w/o cords attached it will come back as no device found even when ins is fully charged. Patient stated when he tries to connect to charge the controller it can't find the device as well. Patient stated he talked to a manufacturer representative (rep) about this before he called patient services (pss) today, patient stated the representative said she would meet him to make sure everything was paired up and corrected. Patient reported seeing no device found since about 2 weeks ago patient stated in the last couple of days he is not able to connect with or without the recharger connected to the controller. Patient service specialist had patient remove the li battery pack to collect controller. The patient tried to connect without the recharger (rtm) cord connected and pt reported seeing no device found try to reposition the recharger. Patient connected the rtm cord he was able to get connected to the ins - the ins is 90% and the controller is 100% . A replacement controller was sent out. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that the pt received a replacement pt controller . Rep reports the pt is having difficulty with distance telemetry and the rep reports she also had trouble with distance telemetry while using the tablet. Rep was not with the pt and it was unc lear what the issues really are. Rep will call technical services (ts) when she is with the pt. Additional information was received from a manufacturer representative (rep). Rep indicated that pt received a replacement rtm and controller recently within last week or so. But patient is still having connection issues with recharging. They are able to charge the ins via the passive recharge function. Rep also noted that she had difficulty staying connected with distal telemetry via tablet. Communicator needed to be very close to stay connected. They tried another rtm, resetting the controller but nothing seemed to improve. Rep stated they were able to palpate ins. Pt mentioned maybe gaining no more than 5 lbs so that shouldn't be an issue. Rep stated issue started about 4-6 wks ago. Ts asked to get any reports from tablet and may need to meet with pt to get mdt file. Ts will discuss with scs sme to discuss next steps. Close case. Caller was following up on case as patient is still having issues with recharger showing "no device found" and being forced to charge in passive mode to reach normal recharging screen, controller only sporadically connects to ins and tablet connects to ins but caller has to keep communicator within 6 inches of ins to stay connected. Tss reviewed sending in log files and meeting with patient again to obtain mdt file. Tss sent email with log retrieval information but noted they can also call in when they are with the patient to generate mdt file. Tss escalated case to principal scs tss. Caller reports she wanted to know which reports to obtain. Provided caller with the case number. Reviewed with caller she needs to obtain mdt file, session reports, and log files. Assessed caller in how to compile the mdt file. Transfer caller to healthcare it to transfer data files. Mdt rep. Was transferred back over to ts to reviewed next steps after log file retrieval. Tss reviewed next steps. Mdt rep. Said the controller could connect intermittently with the ins and pt could access passive recharge mode. Tss reviewed passive recharge mode function and expectations for charging ins. Log file revealed electrode 5, 6, 7, 12, 13 are out of range for impedance check.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient repeated that they had issues connecting to their implant to charge, and that they were working with a rep. The patient saw their managing healthcare professional (hcp) and they ultimately decided they are removing the patient's implant on (B)(6) 2024 due to ongoing frustrations with the ins not connecting.

Manufacturer narrative:
H2. Correction: please note, h6 code f26 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they went into the office and a manufacturer representative (rep) last tuesday, and they did some reprogramming. Caller noted that the rep explained that "2 of the wires" pulled apart. Caller stated the rep reassured them that everything was okay, and they were able to program around it. Agent documented reported information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.